Event description:
A hemodialysis user facility has reported the following: pct went to put patient on machine, blue end of venous line broke off. Venous line was replaced by a single venous line. This facility has been contacted for further detail. It has been learned that the line filled with air and then machine alarmed and shutdown. The staff responded to the alarm and they had unscrewed the luer lock when it separated from the bloodline. The event resulted in 50 ml loss of blood. Reportedly, the patient was fine. The line that had separated was replaced with one venous line in order to re-connect and to start the dialysis treatment. This patient did receive the hemodialysis treatment as ordered. When the treatment was complete, the patient was discharged to home. The line was saved for an evaluation. There has been no report of an injury or ill effect related to this incident to the involved patient.

Manufacturer narrative:
Device history lot review: no indication of the reported defect found during DHR review. Lot meets all released criteria. Sample analysis: we received a venous line without original package. During visual analysis, we could detect that the collar is separated from the patient connector. We observed that the collar is cracked. Conclusion: the reported defect is confirmed. Corrective action: the supplier will be notified of this incident. Fmc na will continue to monitor complaint defect trends and will define a corrective action if the frequency of this complaint requires it. Fmc na will continue monitor and trend.